Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed, and logs did not record any errors. Unit was tested on an in-house system in normal mode with no triggered errors. Unit also was tested on a pftp where all test passed. During visual inspection, the insertion tornado buttons were found to slugging and stiff due to fluid intrusion. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to spar switch acsb3 rocker.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 2 was drifting. The customer explained that usm 2 was drifting while draping, docking, and targeting. The customer also reported that usm 2 felt like it had more resistance than normal. The system logs showed no related errors. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer rebooted the system and was able to drape, dock, and target successfully, but usm 2 still felt as if it had more resistance than normal. The isi technical support engineer (tse) recommended checking the drape to ensure the drape was not bunched up or binding and recommended hard cycling the system. The procedure was completing as planned, and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system powered on without errors.